Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which the customer successfully completed without the malfunction recurring. The customer was advised to continue using the pump and to call back if the malfunction reappeared.